Event description:
An infusion pump with failure code 7, found during pt use with no pt injury or medical intervention. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt demographics. The medication involved was tpn with an infusion rate of approximately 187-250 mls/hr over 12-16 hours daily. The rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.